Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Devcie not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 356 mg/dl and it was addressed with a correction bolus administered by the contact. The contact typically administers manual injections as the customer is in hospice care. Reportedly, the customer's clinical diabetes specialist requested that the customer have a lesser dosage of insulin and wanted the correction factor to be changed. It was noted that the customer did not change the settings during the report.